Event description:
It was reported that the patient experienced tamponade from a perforation. The physician was unable to recannulate the vessel so the right ventricular (rv) lead was capped and replaced and a new system was implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.